Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned with the arrow visible in the ready window, thus indicating the device was in the "ready to fire state". It was found that the stylet was in the ready (primed) position; however, the cannula was not primed/retracted. The stylet was retracted inside the cannula and could not be seen. Functional testing was performed. The device was disassembled and the internal components were examined and the cannula hub and tangs were found to be broken. The investigation is confirmed for a break and for failure to prime, as the device could not be primed due to the broken cannula hub and tangs. The root cause for this event as determined to be supplier related due to over-processed resin. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guide guided breast biopsy procedure, on the second rotation to prime the device, the tip of the needle retracted back inside the cutting cannula and was not visible. A second needle, from the same lot, was used to complete the procedure. There was no report of pt injury associated with this event.